Event description:
A us distributor contacted zoll to report that a patient has arthritis to their back and the lifevest exacerbated the pain. Patient reported that the lifevest was too heavy. There was no alleged device malfunction contributing to the pain. The patient¿s physician prescribed prednisone for the pain. Follow up indicated that the back pain improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.